Event description:
This is an international report of a customer that reported that the sterile cap was found to have dislodged when it was delivered to patient's house. Product was not used yet. There was no patient involvement or injury reported associated with this event.

Manufacturer narrative:
(B)(4). The complaint was confirmed in the lab as a separated protective cap, discovered before set use. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.